Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. Tac instructed the customer to check the socket for dust or debris and none was found. Tac directed the customer to remove and reseat the maj-1933 to clear the issue. Afterwards, the customer power cycled the cv-190 and the error message disappeared. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that a b30 scope communication error occurred with the evis exera iii xenon light source. Here was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Since the b30 occurrence was resolved by re-attaching the maj-1933, it is presumed that the phenomenon occurred due to the maj-1933 not properly connected. The instructions for use (IFU) states: before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts are completely dry and clean. If the endoscope is used with the electrical contacts wet and/or dirty, the endoscope and light source may malfunction. Do not clean the output socket, other connectors, or the ac power inlet. Cleaning them can deform or corrode the contacts resulting in damage to the light source. Olympus will continue to monitor complaints for this device.